Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to infection. Patient was given antibiotics to treat infection. A new system will be implanted once infection has been resolved. It was also noted that the associated right ventricular (rv) lead migrated. There were no additional adverse patient effects reported.

Manufacturer narrative:
This ICD was discarded at the hospital, so therefore will not be returned to boston scientific. At this time there is no additional information. Should additional information become available this report will be updated.